Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent #3 key response, which was experienced during evaluation. During evaluation, the keypad had limited operation due to the intermittent response of the #3 key. The keypad was replaced to correct the condition. Baxter has initiated a CAPA to further investigate this issue. Additional information: (sensing intermittently (keypad)).

Event description:
It was reported that a spectrum pump had a delayed keypad response (#3 key works intermittently, needs to be pushed very hard for it to work). It was also reported there was no patient involvement.